Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient will undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/10/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information that the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 350cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported, the patient experienced a breast implant rupture. During analysis of the sample, it was found to be ruptured. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3503504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast surgery with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.